Event description:
It was reported that during an implant attempt the right atrial (ra) lead would not advance. Upon removal it was noted that the helix was partially deployed. The physician could not retract the helix completely so a new lead was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).